Event description:
Customer stated "the pad was already on the bed. His wife laid down on her back on the pad. She reach down to the side of the bed and pushed the switch to turn the pad on. Sparks flew out of the cord about 1" below the switch. Her husband says there was a flash of fire." The product was returned for investigation. The product was approx. 8 years 10 months old when the incident occurred. An investigation was done into the customers complaint, and the inspector found that all components of the product were working except for the cord, which was had a cut and had a burn at the strain relief. This is likely due to excessive flexing of the cord over an extended period to time. Customer did not claim any injury customer stated that they lay on the pad IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds" based on the bce review of feedbacks, bce did not observe a similar issue within the lot.